Manufacturer narrative:
Cause of rod failure ultimately unknown, possible combination of infection and discovered after a fall, although it did not appear to be a traumatic breakage. Revision surgery done (B)(6) 2015 to add satellite rods. Medial on right side and lateral on both sides. Location at right l3. Device was not explanted. (B)(4). Exemption e2017030

Event description:
Cause of rod failure ultimately unknown, possible combination of infection and discovered after a fall, although it did not appear to be a traumatic breakage. Revision surgery done (B)(6) 2015 to add satellite rods. Medial on right side and lateral on both sides. Location at right l3.